Manufacturer narrative:
Upon review by company team members it was determined that there is no complaint against the impella cp. The complaint mentioned a clear cap which there is not one on the impella cp so this complaint information belongs with the sheath. All information will be reported in manufacturer report number 1220648-2026-05445.

Manufacturer narrative:
This is one of two related reports. This report represents the pump and another report was submitted to represent the introducer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 81-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, there was a clear plastic screw on the cap left on the impella from insertion, which left a pressure injury from the dilator. One week after impella insertion, the family withdrew care, and the patient expired on support. The impella functioned at p-3 at 2.1l/min as intended. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in acute myocardial infarction complicated by cardiogenic shock, along with the complications of stage e shock.